Event description:
Pt's cadd legacy malfunctioned, kept getting high pressure alert. No other info is known. The product malfunctioned while being used by pt. No clinical injury to pt. A return box was sent to pt to return the malfunctioning pump to vendor. Dates of use: from (B)(6) 2015 to current.